Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that during the primary left knee surgery, the keel punch broke while punching the tibia. No delays in surgery.

Event description:
It was reported that during the primary left knee surgery, the keel punch broke while punching the tibia. No delays in surgery.